Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the quix screw broke after implantation and a revision surgery was done to replace the screw for an hallulock implant. The arthrodesis for screw implantation was done on (B)(6) 2018 and the revision surgery on (B)(6) 2018.

Event description:
N/a.

Manufacturer narrative:
DHR - no anomaly was found during the documentary review (for indications, surgical technique, design, manufacturing and inspection). Failure analysis - a visual inspection was done at receipt. Part number and lot number was read with the help of a binocular : p/n 111330nd lot faap. The screw is broken in two, on the smooth diameter. A functional and measurement inspection is done following the current inspection sheet. Internal, external, head and threaded diameters are in compliance with specifications. In conclusion, the screw is in compliance with specifications. Root cause analysis - regarding the results of the documentary investigation and the failure analysis, root cause cannot be determined. No anomaly was found during review of the manufacturing or quality records. No trend was found during the review of the complaint history. Verification on returned device shows results in compliance with established specifications.